Event description:
A paramedic called for assistance with his facility's contour meter. He stated that a patient was taken to the hospital for sepsis. The patient's blood glucose was tested using the contour meter and the reading was 237 mg/dl. The patient's glucose was also tested using the hospital meter and that reading was 41 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged as a result of the contour reading. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.